Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. Customer declined to provide further information or undergo troubleshooting.